Event description:
It was reported that, "revision surgery with zero profile. Plate needed to be removed with extractor. Rod tip snapped in screw head. Plate and screw wasted. Two plates and screws were billed. Hospital does not pay for failed instrumentation".

Manufacturer narrative:
Additional info has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.